Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported filling cartridges with cold insulin and changing pump supplies every 3-4 days. Customer was instructed to fill cartridges with room temperature insulin, change cartridges every 3 days, and change trusteel infusion sets every 2 days per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 400-500 mg/dl.